Event description:
It was reported to olympus that during preparation for use for an unspecified procedure their evis exera iii video system center displayed a communication error (b30) with multiple devices in several rooms. There were no reports of patient death, harm, or injuries related to this event.

Manufacturer narrative:
During trouble troubleshooting the customer informed the service center they only power off the evis exera iii xenon light source in between scope changes. The customer was informed to always power off both the evis exera iii xenon light source and evis exera iii video system center completely when changing scopes. The service center representative was informed once powering off both devices no further errors occurred. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue was able to be resolved through troubleshooting. The device was not returned. Olympus will continue to monitor field performance for this device.